Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.